Event description:
Medtronic 4024 ventricular lead implanted. Bipolar impedances have been 500-600 ohms range since implant, with a high of 671 ohms in 1998. Impedances dropped to mid 400's ohms in 2000, and in 2001 measured 295-298 ohms. Pt is dependent on pacemaker. Will electively replace the lead, as it is showing signs of bipolar insulation failure.